Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) of a clinical study reported that the site indicated that the system initially controlled symptoms but lost its effectiveness. Actions taken as a result included explanting the device. The spinal cord stimulator (scs) was removed per the patient's request. The patient did not want a scs replacement due to symptoms she previously experienced. The x-ray was normal and no evidence was showed of any lead displacement. The system caused unacceptable complications for the patient. Relevant medical history included: spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.